Event description:
It was reported that the patient is in sinus tachycardia with a heart rate around 120 bpm, has cancer, is not feeling well, and is in the hospital. A request was made for assistance in interpreting the rhythm strips. The ventricular pace looks like possible non-capture or it is fused. It was also reported that they will check thresholds when the patient's heart rate comes down. The device is still implanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.